Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon evaluation, the q1 transistor was shorted. The cause of the alleged charger problem is the shorted q1 transistor. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component. The patient was issued a replacement battery charger.

Event description:
A (B)(6) year old female patient's sister contacted zoll customer support to report that the charger/modem had been prompting "charger problem". The patient was issued a replacement charger/modem.